Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The unit functioned properly. The insulin pump also was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the insulin pump received a button error alarm. Customer's mother stated that the cops made her son drive home in the rain. Blood glucose value is over 400 mg/dl. Troubleshooting could not be completed due to device still alarming button error. Nothing further reported.